Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's buttons getting too hard to response and needs to be pressed with extra pressure just to respond. Customer reported keypad anomaly and the numbers were not ramping or the scroll bar was not moving up or down with no input from the user. The insulin pump was not exposed to change in altitudes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.